Event description:
Pt reported to rn that he had awakened during the night and found his t-shirt "soaked with blood". Stated the cap had come off. The y-site he was bleeding from the infusaport tubing. Stated he found the cap and put it back on. The needle with tubing had been inserted 3 days earlier, the cap had been tightened down at time of insertion.